Manufacturer narrative:
A direct correlation between the device, and the reported event could not conclusively be established through this evaluation. The hospital submitted a system controller log file dated from (B)(6) 2017 for review. On (B)(6) 2017, the log file captured a transient decrease in pump speed below the low speed limit. On (B)(6) 2017, two additional pump speed drops and pump stoppages were captured at 6:00 am and 7:04 am. Both interruptions in pump speed lasted for approximately 3 seconds and resulted in low speed hazard alarms. The pump resumed operating at the fixed speed after each event without any issues. No other atypical events were noted in the event history and a specific cause for the interruptions in pump speed could not be conclusively determined. The external portion/distal end of the driveline was replaced on 10 nov 2017. The section of the driveline, measuring approximately 18 inches long, and several wire segments were returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon removal of the silicone jacket, clear bionate, and metal braided shield layers, visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The driveline was submerged in a saline bath for high-potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that low speed advisory alarms occurred. Upon review of the system controller log file by the manufacturer¿s technical services, another low speed advisory had also occurred. The vad coordinator reported that there was no trauma to the percutaneous lead (driveline) exit site and the patient has not gained or lost a significant amount of weight. The vad coordinator connected the pump to a patient cable and no alarms occurred when the patient walked and laid down flat. The internal and external x-rays were unremarkable. An issue with the driveline was suspected and a percutaneous lead (driveline) replacement was completed on (B)(6) 2017. No further information was provided.